Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for gastrointestinal evaluation due to ongoing melena. The patient received a total of 6 units of packed red blood cells. The patient had an esophagogastroduodenoscopy (egd) on (B)(6) 2020 that revealed no abnormalities. A colonoscopy was performed and findings of mild transverse colon diverticulosis and internal hemorrhoids were found. The patient's hemoglobin was stable on (B)(6) 2020, and they were able to be discharged home off coumadin and aspirin.